Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the screen on the customer's device went blank and failed to transmit. The device then started power cycling on its own. There was no report of any patient use associated with the reported issue.